Event description:
Catheter fractured in patient and had to be retrieved. Operating room team demands a follow-up to them to the attention of (B)(6).

Manufacturer narrative:
Event consists of a broken angiojet thrombectomy set during an angiojet procedure. The patient is a (B)(6)female with unknown medical history. The only information available from the hospital is that an angiojet solent proxi thrombectomy set broke in a patient during a thrombectomy procedure. The broken piece of the device was retrieved from the patient. The IFU warns the user: "visually inspect the thrombectomy set prior to use th ensure that no damage has occurred during shipment. Do not attempt to straighten or use the thrombectomy st if it is bent or kinked. Attempting to do so may result in catheter rupture. Do not use a damaged thrombectomy set for patient treatment." "Do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation." "If resistance is felt during the advancement of the thrombectomy set to lesion site, do not force or torque the catheter excessively as this may result in deformation of tip components and thereby degrade catheter performance." This event is considered a reportable event as intervention was required to retrieve a portion of the broken angiojet solent proxi device.